Manufacturer narrative:
Evaluation of the returned device found the jaws of the device had detached from the mandrel and coil. Glue residue was observed on the grasper leg and cannula notch, which indicates the gluing process was performed during manufacturing. It is possible that operational/procedural factors caused a force greater than the specification to be applied to the jaws, causing them to detach. Therefore, the most probable root cause for this complaint is operational context.

Manufacturer narrative:
The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation on (B) (6) 2010 that a graspit urological grasping forceps was used in a kidney stone retrieval procedure performed on (B) (6) 2010 (patient age, gender, and weight are unknown). According to the complainant, the entire grasper detached from the device inside the patient's kidney. The stone was not in the device when the problem occurred, and the size of the stone is unknown. An unknown device was used to successfully retrieve the grasper, and the physician confirmed nothing was left inside the patient. Another graspit was used to successfully complete the procedure. There were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a graspit urological grasping forceps was used in a kidney stone retrieval procedure performed on (B)(6), 2010 (patient age, gender, and weight are unknown). According to the complainant, the entire grasper detached from the device inside the patient's kidney. The stone was not in the device when the problem occurred, and the size of the stone is unknown. An unknown device was used to successfully retrieve the grasper, and the physician confirmed nothing was left inside the patient. Another graspit was used to successfully complete the procedure. There were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."